Event description:
It was reported that the right ventricular (rv) lead had a potential electromagnetic interference or noise which caused inappropriate therapy. Some non-sustained ventricular tachycardia events were also noted. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.